Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up in backup vvi. A download was not performed due to unexplained por and poor telemetry. The device was explanted. The patient was in good condition.